Event description:
It was reported by service report that the bed will not lower to its lowest position. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Loss of limit.